Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: it was determined that the root cause of the issue was most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the main board due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. This machine is equipped with a moog blower unit. Exact root cause under investigation with (B)(4).

Manufacturer narrative:
Vyaire medical file identification: (B)(4) at this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it show two errors technical failure 401 "inspiration valve or device leaky" for (B)(4) and technical failure 316 "blower failure" for (B)(4). Blower type is a moog blower. By looking at blower screenshot it is found out that the blower is defective (iaw tf 316) as well as the main electronic. As per technical support it is recommended to replace the main electronics. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us ventilator shows technical error 401 "inspiration valve or device leaky" with ((B)(4)) & 316 "blower failure" with ((B)(4)). The customer confirmed that there was no patient involvement associated with the reported event.